Event description:
It was reported via attached facility medwatch report mw5122532 that device entrapment occurred. A v-18 control wire. Was selected for use. During a non-boston scientific (bsc) implant procedure after sensor deployment, the sensor got stuck into the delivery catheter. A non-boston scientific balloon catheter was then used to bump the sensor off the catheter, however, the device remained stuck in v-18 control wire. The sensor was released successfully but the physician noticed that the sensor was placed in a vessel that was too large. Thus, the sensor was removed using a snare. A second sensor was used and deployed successfully. The patient has a left ventricular assist device (lvad) implanted and was kept overnight for observation. No patient complications were reported, and the patient was discharge.